Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged from the tissue resulting in loss of capture. There was no asystole. The lead was explanted and successfully replaced. There were no adverse patient effects.